Event description:
The customer reported that the device failed to shock.

Manufacturer narrative:
The customer reported that the device failed to shock. There was no report of adverse pt impact. The unit was evaluated at philips. The symptom was verified. Replacing the therapy pca resolved the issue.